Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A xtw clip was chosen for implantation. During preparation, the gripper lever was attempted to be used to raise the grippers, but the gripper lever cover detached without any applied force. Moving grippers was not possible without also securing the cover. The xtw was then replaced and the procedure was completed successfully. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported detached gripper lever cover and gripper actuation issue (not able to actuate without securing the cover) were confirmed via returned device analysis. In additions, it was observed that the gripper lever tabs to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported detached gripper lever cover and gripper actuation issue appear to be due to the identified broken gripper lever tabs. However, a cause for how and when the tabs were broken cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.